Manufacturer narrative:
The customer refused to provide patient information.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly and motor controller board shows that the output voltage of the blower assembly was tested and found to be within specification. The customer returned mc board and blower assembly were installed in an fi test ventilator. The ventilator was run in normal ventilation for 4 with elevated pressure and breath rate settings for 4 hours without any errors occurring. The blower temperature at 150 lpm constant flow was 32.1 degrees c after it stabilized, well within specification. The air delivery/flow accuracy pv test was executed and passed. No failure was found.